Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Pt weight: unk. (B)(4). Method: work order search. Results: (other) a lens work order search was performed and no similar complaints were found within the work order. Conclusion: (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2014. Low vault was noted, as well as lens rotation and loss of vision. The lens was exchanged for a longer lens on (B)(6) 2015 and the problem was resolved. The patient's last know bcva was 20/28 as of (B)(6) 2015.